Manufacturer narrative:
The reported complaint of set screw too loose was not confirmed. The device was received in normal range of operation. Analysis of device image was performed and no anomalies were noted. Mechanical evaluation of header and setscrews were performed and revealed that right ventricular hex insets of the setscrews contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque wrench and was the cause of the reported event. Further electrical testing was performed and found to be normal. Longevity assessment found the device was operating above the elective replacement indicator (eri), within the expected voltage range.

Event description:
During an initial implant procedure, prior to attaching the lead into the device, the torque wrench was used to screw into the device. The screws then came out of the device and was stuck on the torque wrench. The device was then replaced to resolve the event. The patient is stable with no consequences.